Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR due to an unknown lot number for needle broken & difficult/unable to operate. Occurrence: unable to perform complaint lot history check due to an unknown lot number for needle broken & difficult/unable to operate. A review of all risk management documents as per (B)(4) for the product family of the device involved in this complaint (pen needle, needle broken & difficult/unable to operate), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd mini¿ pen needle broke during the growth hormone injection when used with the lancing device pen ii. The following information was provided by the initial reporter: "my daughter's pen needle broke." "The cartridge reservoir broke where it screws to the bottom (where the injection dial is located). I used duct tape to prevent further cracks, but it is not working. I contacted the healthcare professional, the pharmacy and they don't have an answer. My daughter needs her daily growth hormone, and without the pen needle, I cannot administer it." "Parent of consumer stated, she is using a lancing device for "growth hormone injections" for her daughter. Stated, she is using a 5mm pen needle by bd with the "lancing device" to administer injection." "Consumer called back and confirmed demographic information. Stated her daughter is using the lancing device pen ii for growth hormone shots. Stated she is using the 5mm, 31g mini pen needles. Advised consumer that bd no longer manufactures the lancing device."